Manufacturer narrative:
One (1) heal collar was returned. A visual inspection of the received product revealed signs of minimum wear about the collar and threads. The hex head was also slightly worn, but functional. The implant that allegedly would not mate was not returned for inspection; therefore the complaint could not be verified. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: IFU 9658 rev 1-01/15 instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. The risk management file for the product was also reviewed and the following information was identified: risks associated with the reported device are highlighted in risk management file rm-002r2, rev 5 ¿mp-1 ha coated tapered screw vent implant¿. The following sequence of events were identified that may lead to the reported event. The implant is loaded outside of indications leading to damage to implant - abutment interface which results in inability to seat prosthetics on implant. Implant and abutment/screw are not mated properly by customer, causing assembly failure. Probable causes could not be determined for this complaint as the mating implant was not returned for inspection, and functional testing using an in house part revealed that both devices seated as normal. UDI: (B)(4).

Manufacturer narrative:
Product has not been returned to the manufacture for evaluation.

Event description:
The doctor indicated that they were unable to place the healing abutment screw (hc335) into the implant. Tooth #30. They had to close the wound and reschedule the patient.